Event description:
It was reported that during a hernia mesh placement surgery, a patient with an inflatable penile prosthesis experienced a puncture of the reservoir with a trocar, which was confirmed by the physician and proceed to explant the ipp. There were no patient complications.

Manufacturer narrative:
Evaluation conclusion codes field (h6) updated. UDI field (d4) concomitant product UDI for cx preconnect ms is (B)(4).

Event description:
It was reported that during a hernia mesh placement surgery, a patient with an inflatable penile prosthesis ipp experienced a puncture with a trocar, which was confirmed by the physician and proceed to explant the ipp. There were no patient complications.